Manufacturer narrative:
Concomitant products: product ID 8786, serial # unknown, product type accessory; product ID 8787, serial # unknown, product type accessory; product ID 8780, serial # (B)(4), product type catheter; product ID 8780, serial # (B)(4), product type catheter; product ID 8786, serial # unknown, product type accessory; product ID 8787, serial # unknown, product type accessory. (B)(4).

Event description:
It was reported that an issue occurred regarding a catheter insertion or advancement. While doing a catheter implant/revision procedure, the health care provider (hcp) felt the needle was not working because he couldn¿t feed the catheter through it very well. It was later reported the device system had been used to deliver baclofen. The event occurred during a new implant and while trying to get into the intrathecal space, the hcp had said the needle wasn¿t working properly. The hcp reportedly obtained a new needle.